Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection ¿ vagina [vaginal infection]. Had to have tampon removed- vagina [foreign body in reproductive tract]. Cramping and pain in stomach [abdominal pain upper]. Nausea [nausea]. Illness [illness]. Tampons had been ripping off the strings [device breakage]. I have lingering side affects from having the tampon removed... Cramping and pain in my stomach nausea [complication of device removal]. Case narrative: consumer reported via phone that she had to go to the hospital to have the tampon removed. No serious injury reported.